Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR 0003015876-2021-01383. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was used during transport and in the emergency room for an hour long CPR. Autopsy showed fractures of the sternum with secondary lacerations of the aorta resulting in bleeding. There was no observed malfunction during the event. The patient did not survive the event, but the customer confirmed this does not mean it was the primary cause of death.